Event description:
It was reported that during coil embolization procedure of the internal thoracic artery, the operator used the subject microcatheter. However, the distal tip marker suddenly became invisible under fluoroscopy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during coil embolization procedure of the internal thoracic artery, the operator used the subject microcatheter. However, the distal tip marker suddenly became invisible under fluoroscopy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter distal shaft was seen to be kinked/bent. The catheter tip was damaged, and radiopaque (ro) marker was detached. The catheter hub was intact. Functional inspection was not required as the defect was visually confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the coil embolization of the internal thoracic artery with a coil using the subject microcatheter, the distal tip marker suddenly became invisible under fluoroscopy. The microcatheter was retrieved and replaced with a new one. At that time, it was checked whether the marker could be seen again under the fluoroscopy device; however, it could not be seen. When the removed microcatheter was examined, there was a possibility that the marker had fallen off in the body and remained. Although there was a possibility that the marker might have remained inside the body, it could not be confirmed under fluoroscopy, and since there was no change in the patient's condition, the procedure was continued and completed successfully additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. Also, additional information provided by the customer indicated that the device was in good condition prior to use and continuous flush was set up and maintained throughout the clinical procedure. It is unknown if friction was felt during the procedure. The subject catheter would not have left the manufacturing process in the returned condition due to the controls in place in the manufacturing process. The device was returned for analysis, and it was noted that the radiopaque (ro) distal marker was detached. The catheter shaft was kinked, and the tip was damaged. Based on a review of all available information and the analysis of the returned device it is probable that the catheter marker may have become detached due to some anatomical or procedural factors during the procedure. There may have been friction during the procedure. The reported and analyzed event: ¿ro marker(s) detached/separated/not visible under fluoroscopy' as well as the as analyzed events: 'catheter shaft kinked/bent' and 'catheter tip damaged' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.